Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-oct-2017 with the following findings: a review of the pump¿s black box showed multiple occlusion alarms with corresponding high force. The force sensor calibration was found to be within required specification. The pump successfully completed the 24 hour duration test with no occurrences of occlusion. The occlusion issue was shown in the pump history but was not duplicated during investigation.